Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h3: it was reported that the device had performance pull off - suture needle it was received for analysis a box with twenty unopened samples of product code fz318, lot mjz218. The complaint sample was not returned for analysis. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance pull off suture needle were found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
It was reported that a patient underwent a surgical exploration following septic shock with peritoneal effusion and midline laparotomy on (B)(6) 2019 and suture was used. When performing cutaneous closure of midline laparotomy, the thread pulled off. There was a risk of loss the needle inside the patient. No adverse patient consequence reported.